Manufacturer narrative:
Lot number and ecm sample are not available. A supplemental report will be submitted if additional relevant case information or sample is received.

Event description:
It was reported that (B)(6) female patient presented with a pocket infection resulting from a change-out procedure performed on (B)(6) 2016. The leads and device were moved to the other side (original side unknown) and it was reported to be a non-healing wound. The cangaroo (size unknown) was soaked in an antibiotic solution, gentamicin & vancomycin (40mg/ml) combination for 2 minutes. Pocket showed signs of infection such as ooze and inflammation to the implanted area. It is unknown if the ecm device was explanted when moved to contralateral side. The implanting physician has confirmed with hospital staff that "it was a non-healing wound that never closed due to patient's age". It is unknown if the issue is related to patient comorbidities or cormatrix device. Additional information has been requested of facility and physician but is currently not available at this time. Should information become available, the event will be updated accordingly.